Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a male patient, who had initial right knee implanted with recalled poly on (B)(6) 2019, was revised to a logic cc system on (B)(6) 2022, approximately 3 years 2 months post the initial implant procedure due to wear. Patient was last known to be in stable condition following the event. The device is available for return. No other patient information/medical history provided.

Manufacturer narrative:
H6: the reason for the full knee revision reported cannot be determined as limited information was provided and only the tibial insert was returned for evaluation but was likely the result of loosening, infection, fracture, instability, or patient related factors. While it cannot be confirmed if the polyethylene component was included in the packaging recall as reported, the reason for revision does not appear to be related to wear of the tibial insert as the returned implant appears unremarkable.